Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that vdw. Rotate 15.04 6-files 25mm broke during use. The broken part remains in the root canal. Further treatment is pending. Further information requested.

Manufacturer narrative:
Additional information received for treatment, the broken part was incorporated into the the filling and treatment completed. No injury.

Manufacturer narrative:
Summary: the returned vdw rotate 15 .04 file 25mm is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1796072). Root causes are not identified. We will track this kind of event and monitor the trend.